Event description:
It was reported that the patient called with a backup battery fault alarm. The patient was advised to perform a self-test and the alarm cleared. The patient came in for interrogation and assessment. Log files attached displayed a couple transient backup battery fault (ebb) alarms on (B)(6) 2024 at 6:09pm. The backup battery faults occurred due to a failed ebb load test. The system controller returned on (B)(6) 2024, which indicated a system controller exchange. The system controller was exchanged as troubleshooting for the ebb fault. The system controller exchange resolved the ebb fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the emergency backup battery (ebb) was exchanged for the ebb fault that occurred on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 5 days ((B)(6)2024, (B)(6)2024 per timestamp). Events occurring on (B)(6)2024 were recorded during testing at abbott. Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6)2024 from 18:09:59 ¿ 18:10:28. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6)2024 at 21:19:03 for a system controller exchange. There were no other notable alarms active in the log file. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. Additional information provided on 12nov2024 stated the backup battery fault alarms resolved following the system controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU)section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.